Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05552. It was reported that the patient presented via merlin.net with an episode of auto mode switch. Review of the episode indicated that crosstalk occurred. It was also noted on the same episode that the atrial lead exhibited noise. Programming changes and lead testing were discussed. The patient was asymptomatic.